Event description:
Customer reported that the autopulse lifeband becomes unfixed easily during operation. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The product in complaint was returned to zoll on (B)(6) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.